Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated: the samples were visually inspected for the presence of additive with no issues being identified. Following visual inspection, samples were tested for the quantity of additive that is present in the tube and all samples were within specification requirements. Further clinical testing was unable to be performed as the assays in question were not provided. A complaint history check was performed and this is the only complaint received for this lot number. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes there were erroneous results. This event occurred 20 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the batch has presented divergencies in the results of exams when tested with a different batch. The technical responsible has informed that the issue possibly regards to the batch."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes there were erroneous results. This event occurred 20 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the batch has presented divergencies in the results of exams when tested with a different batch. The technical responsible has informed that the issue possibly regards to the batch."